Event description:
It was reported that the cassette not locked" alarm was experienced when the cassette is locked.

Event description:
It was reported that the cassette not locked" alarm was experienced when the cassette is locked.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missig the tamper seal; scratches and cracks found on lcd lens screen. The customer stated problem was not duplicated. Replaced the air detector for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Additional information received and attached by ICU medical on 04-mar-2022. There was no patient involvement with any of the pumps. The issues happened during testing.